Manufacturer narrative:
Update event description. Initial reporter title and name. DHR review was completed. Part # 314.743 . Synthes lot # 9895470. Supplier lot # 9895470. Release to warehouse date: 07mar2016. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the drive shaft for use with reamer/irrigator/aspirator (ria) was broken during normal use on (B)(6) 2017. The drill chosen by the surgeon operated at a high rate of speed, which resulted in the motor heating up and causing the drive shaft to break. Surgery was completed successfully with no delay. This report is for one (1) drive shaft for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Additional product code: hrx. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the drive shaft for use with reamer/irrigator/aspirator (ria) was broken during normal use on (B)(6) 2017. No further information was provided. This report is for one (1) drive shaft for use with ria. (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.